Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had one patient claim that the stimulation wasn't working because it did not hurt. The caller indicated that they had to provide education to the patient and reprogram the patient. The caller indicated that this occurred "probably 5 years ago" (date of call (B)(6) 2021) the caller also indicated that the patient was explanted. Troubleshooting was not required.